Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by direct call from the customer to the emergency support program, that during use of sensation 40cc a restriction alarm occurred and the iab catheter was malpositioned. No harm to the patient occurred.